Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the distal end/electrodes of the lead were bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the attempted right ventricular (rv) lead became stuck near the patient's tricuspid valve. A stiffer stylet was required to free the lead. The lead was then removed at which point there appeared to be a bend in the lead at the distal tip. A different lead was then implanted. No patient complications have been reported as a result of this event.